Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 199 mg/dl back with a result of 102 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter stated the customer took medication based on how he felt. No other actions were reported taken or treatment received. No adverse event reported. A requested was made for the return of the suspect device and replacement product was sent.